Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the number. Additional info was requested on 12/18/2009 and 01/07/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4)

Event description:
A user facility reported a "smudge" on the intraocular lens (iol). Pt involvement is unk. Additional info has been requested.